Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.